Manufacturer narrative:
Pending investigation. D10:: 2284674 320-42-03 - equinoxe reverse 42mm humeral liner +2.5 3782183 300-01-17 - equinoxe humeral stem primary press fit 17mm 4429240 , 315-35-00 - glnd kwire. 4494475 , 315-35-00 - glnd kwire 4286622 , 320-01-42 - equinoxe reverse 42mm glenosphere. 4442859 , 320-10-00 - equinoxe reverse tray adapter plate tray +0. 4517546, 320-15-01 - eq rev glenoid plate. 4445795, 320-15-05 - eq rev locking screw. 4504835, 320-20-00 - eq reverse torque defining screw kit. 4457138, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. 4526439 , 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. .4427107, 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. 4457956, 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. .4518268 and 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
Experience report USA. Patient ID: (B)(6). It was reported that approximately 95 months after a left total shoulder replacement procedure, the patient underwent a revision procedure to address instability. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of instability as reported. A secondary finding would be prosthesis wear of the humeral liner, likely due to unintended impingement of the liner on native bone. However, instability and the cause of the wear cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.